Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were packaged upside down, which allegedly prevented the patient from inserting the catheter without it being touched. The patient reportedly developed a uti as result of using the catheters and was prescribed antibiotics to treat the infection.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter."

Event description:
It was reported that the catheters were packaged upside down, which allegedly prevented the patient from inserting the catheter without it being touched. The patient reportedly developed a uti as result of using the catheters and was prescribed antibiotics to treat the infection.